Event description:
It was reported that the pacing impedance was too low. Will be replaced soon

Manufacturer narrative:
Combination product: yes. Update (B)(6) 2024: complete system extraction and replaced with competitors early (B)(6) 2024 (exact date unknown). Interrogation prior to extraction shows atrial noise. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between beginning of (B)(6) 2024 and end of (B)(6) 2024 recorded the pacing impedance around 500 ohms. The pacing trend showed 0 percent pacing during this time period. Impedance testing on (B)(6) 2024 showed a value of 502 ohms. The analysis of the provided iegm episodes no. 34 from (B)(6) 2024, no. 33 from (B)(6) 2024 and no. 32 from (B)(6) 2024 revealed artifacts on the atrial channel leading to oversensing. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.